Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified unspecified lesion below the knee. After a non-bsc introducer sheath and a non-bsc guidewire were advanced to the lesion, a 4mm x 20mm x 144cm coyote es catheter balloon was selected to dilate the lesion. Upon second inflation, the balloon ruptured at unknown atmospheres. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.